Event description:
It was reported that the procedure was to treat a tortuous left internal carotid lesion. The emboshield nav6 embolic protection device and the 10/30 acculink ii stent system were successfully advanced to the lesion and the devices were released. After the stent was deployed, it was noted that the stent was broken and the stent was not fully open. It was also noted that the connecting bridge was distorted. The emboshield nav6 could not be removed, as it could not cross the damaged stent. Multiple viatrac balloon catheters (6 x 30 mm, 4 x 20 mm, 4 x 20 mm, 4 x 20 mm) and guide wires were advanced in an attempt to expand the damaged portion of the stent, but the balloons failed to cross through the stent, and were removed without issue. The nav6 device could not be removed due to the broken stent; therefore, the patient was sent to vascular surgery for removal of the device and had a satisfactory outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The emboshield nav6 is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.